Event description:
It was reported that the customer was having issues with high blood glucose levels on random occasions. Customer does not know if it is the infusion set or the reservoir. Customer stated that they have gotten a no delivery a few times. Customer stated that the reservoir leaked one time as well. Customer stated that there may have been a clog and the insulin came out of the top. Customer knows why he has gotten the high blood glucose levels. Customer does not want to troubleshoot the pump. Customer believes it is the site and set issues. Customer's blood glucose level was 140 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer was unable to troubleshoot due to it being a past event. Customer was advised to do a complete set change. Customer does not want to return the set or reservoir for analysis. Customer was advised to call back when any issue occurs. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)